Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned in segments, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead became extrinsically distorted due to pulling/stretching/overstress. Lead is in segments, therefore no further helix testing possible. Distal segment of lead was returned with helix extended and stretched-out of specification, tissue and blood visible on helix. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), and the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Beginning (B)(6) 2015 ventricular tachycardia (vt)-ns episodes with evidence of lead noise oversensing. On (B)(6) 2015, rv pacing impedance rose to 3440 ohms up from a trend in the 448-504 ohm range. This device was included in that field action, but returned product testing found the device did perform as described in the field action. (B)(4).

Event description:
It was reported that there was sudden rise of impedance, elevated sensing integrity counter (sic) and possible fracture on the right ventricular (rv) lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.